Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v803150, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient mentioned they had their ins replaced in (B)(6) 2017 because the wires were messed up because they had been playing with them. The patient stated they replaced their ins and their wires. There were no further complications reported.